Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same pt as uf medwatch, it was reported that during a coronary drug-eluting stenting treatment procedure, stent dislodgement occurred. The 90% stenosed target lesion was located in the saphenous vein graft (svg) to the circumflex (cx) at an area in the distal portion of the graft to the distal cx in a similar location of previously implanted stent. The lesion was predilated with a 3.0x20mm apex balloon inflated to 6 and 14 atms each for 30 seconds significantly reducing the stenosis. A 12x3.50mm taxus liberte stent delivery system (sds) was advanced, but not successfully all the way into the area of narrowing which was either at the distal end or just distal to the previously deployed stent. After numerous unsuccessful attempts to cross the lesion, the sds was withdrawn but got caught on the proximal edge of the previous placed stent and on the edge of the guide catheter. When the device was examined outside the pt, the stent was not on the balloon. The guide catheter and guide wire were removed and flushed but the stent was not found. A 3.5x12mm apex balloon was advanced and inflated to 3.75 and 14 atms. Timi 3 flow was achieved without implanting another stent. The stent was not located and no attempts were made to retrieve it from inside the pt. No additional pt complications were reported. The pt was discharged from the hospital the next day.